Manufacturer narrative:
Occupation: na/other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the firing knobs broke. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of thirteen devices. Nine loading units were still sealed in the blister package with various components disengaged in the packaging. Additionally, three of the nine loading units had the interlock engaged. Two loading units were sealed in the blister package, however, damage was noted to the packaging. Additionally, components were disengaged in the packaging and one loading unit had the interlock engaged. One loading unit was received opened by the account. The loading unit noted a full complement of staples and the interlock was engaged. The firing knob was detached from the loading unit. One loading unit was received opened by the account. The loading unit noted a full complement of staples and the interlock was engaged. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to rough handling or excessive force to the loading unit during transportation. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.